Event description:
Info received indicates, the head section was stuck at approx 40 degrees and could not be raised or lowered.

Manufacturer narrative:
The technician found both head end release cables were broken. The technician replaced the cables to repair the stretcher.